Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Having used this depuy femoral head in conjunction with competitor manufactured acetabular products is not recommended and is considered off label use. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: h6: appropriate term/code not available. (E2402) is being utilized to capture infections (e19). If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original implant date unknown. I was informed by the or desk that the surgeon was revising this patients left hip for instability issues and the case was an add on that would follow the board. I was able to make it to the case as it was already started. The patient had a summit stem and hip ball with a zimmer actabular cup. The surgeon explanted a 32mm + 1 hip ball and left the summit stem in situ. A prostalac cup was cemented into the zimmer cup and a 32mm ts hip ball was used on the stem. I was unable to retrieve who did the original surgery, when it was done, where it was done, the lot number on the femoral head, nor demographic information. Doi: unknown, dor: (B)(6) 2021, left hip.